Manufacturer narrative:
A field service engineer placed a phone call to the customer on (B)(6) 2016 to troubleshoot the reported issue. The fse guided them in cleaning and lubricating z-axis guide rod. The fse called the customer a few hours later and the instrument is working without errors. No further action required by fse. The g8 analyzer was functioning as intended with all issues cleared. No further action required by field service. The most probable cause of the reported event was the rack retention bearing needed lubrication. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a 710 error (z-1 axis) with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.